Event description:
It was reported that an alarm occurred during a training demonstration that the abiomed representative was unfamiliar with. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported automated impella controller (console) issue has been completed. Complaint date is consistent with logs, on 10/13/2021 errors were noted in the event log. The console was booted and the alarms were reproduced. The console was opened and pbm was inspected. It was observed that capacitors c69 and c70 on the top side of the pbm had leaked and corroded the board. Specifically noting that there was corrosion that leaked to a solder through hole and reached the underside of the board. Failure mode observed in the field was due to a malfunctioning pbm. The root cause of the malfunctioning pbm is due to capacitors c69 and c70 leaking and corroding the pcb this report is being filed as part of a retrospective review of historical records.